Event description:
The patient presented with a 12mm aneurysm of the left internal carotid artery. The vessel had severe tortuosity. The exact measurement of the patient's vessel was unknown, but it appeared to be 5-6mm in diameter (this was a visual estimate. During the index procedure, the prowler lpes straight tip microcatheter was inserted through an mpd envoy guide catheter. The catheter did not curve into the aneurysm, so it was taken out and replaced by a 45 prowler lpes. He then advanced a prowler select plus distal to the neck of the aneurysm. A 37mm enterprise stent was prepped according to the IFU and was advanced into the prowler select plus. Due to the tortuosity of the vessel, the microcatheter lost position. The physician recaptured the stent and attempted to take it out of the catheter in order to accommodate a wire for repositioning. As the enterprise was withdrawing the stent, the introducer of the enterprise was not engaged properly into the prowler and the stent deployed in the toughy. The microcatheter was then put into correct position and a 28mm enterprise (noted above) was prepped according to the IFU and successfully advanced and deployed through the prowler (there was only one 37 mm stent available, so a 28mm enterprise was utilized). The patient was then coiled with 4 orbit coils (two 12x30, 10x30, and 7x21). Approximately one month after the index procedure, the patient underwent surgery for thyroid cancer and was taking off aspirin and plavix and suffered a stroke with a clot inside the stent. The patient was treated for the stroke with tpa and had a partial recovery.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.